Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced sensor glucose versus blood glucose differences. Customer's sensor glucose was 350 and blood glucose was 150 mg/dl. Customer was treating blood glucose based on sensor due to not having meter. Customer reported that when customer got home and was able to use meter, sensor glucose was reading between 20 and 30 and blood glucose was 39 mg/dl and treated with juice. Customer declined transfer to helpline.